Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also alleged an over delivery of insulin by the insulin pump due to a significant discrepancy between the sensor glucose and blood glucose values. The customer reported blood glucose value of 1.7 mmol/l. The customer was taken to hospital by an ambulance for the treatment. The event involved product(s) mmt-7040c1. Troubleshooting was not performed for difference between glucose values. However customer reported sensor glucose value was 22 mmol/l at the time of event. The difference between glucose values were outside the acceptable range. Troubleshooting was performed for low blood glucose event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. The customer was informed to call health care professional to discuss possible causes of low blood glucose. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.